Manufacturer narrative:
The insulin pump was received with the currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No unexpected low battery. No unexpected blank display. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shut off without alarm. The customer's blood glucose was 293 mg/dl at the time of incident. The customer reported via phone call that the insulin pump alarmed low battery after battery change with replacement battery cap. The customer stated that the anomaly was not resolved with the replacement battery cap. The insulin pump was returned for analysis.